Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. Residue was present on the device indicating use/handling. A physical examination of the ligator head found all seven bands present and in proper position. It was observed that the teeth were undamaged and the suture was unbroken. It was noted that the trip wire was not properly secured in the handle assembly slot. The handle assembly found the trip wire was not properly wrapped around the spool, but instead was caught between the spool and handle bracket. Based on the condition of the returned device, it appears that the trip wire was not properly tightened and secured during set-up as instructed in the dfu. In addition, the user failed to ensure the trip wire did not fall into the gap between the handle post and bracket. This impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed